Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 31 mmol/l. Troubleshooting was done for high blood glucose and under delivery. Customer stated that auto mode was active. Customer stated that tubing got damaged at night and the insulin leaked caused high blood glucose. Customer reported they have a back-up plan available. Customer reported they have not contacted their health care professional's regarding the high blood glucose. Customer was treated with changed set and blood glucose was drop down to 8.2 mmol/l. The insulin pump will not be returned for analysis.